Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, customer was advised to cross check the unit with another good known blower and perform the complete calibration and let us know the outcome. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 showing tf 300-device in failsafe and they have provided the logs where alarm 316 (blower failure) is included. Furthermore, there was no patient associated with the reported event as the issue happened during pre-testing calibration.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was still able to verify the customer complaint. Log file analysis tool and screen shot of service screen were utilized. Blower is overheating due to lack of maintenance / filter exchange combined with not reacting on blower temperature alarms caused damage of blower unit. The root cause was determined to be due to lack of maintenance / filter exchange combined with not reacting on blower temperature alarms.